Event description:
Reportedly, on (B)(6) 2018, the subject ICD was implanted during an ICD replacement procedure. An infection of the ICD pocket was suspected in (B)(6) 2018. On (B)(6) 2018, a re-intervention was performed to treat the suspected infection. Since tissue culture test was negative for infection, the physician removed the necrotic tissues, cleaned the lesion and let the ICD implanted.